Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was intermittently experiencing a burning sensation at the site of the device approximately 3-4 times a year from anywhere between 1 and 12 hours. At this time, the physician is uncertain if the burning is associated with the device but the patient will be monitored closely.